Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In system logs, error 45314 and 297 were identified, aligning with the reported complaint. Pointing to node video blend lane (vbl) 2 in vsl 1 reported frozen video, confirming the fault occurred in the field. A visual inspection found no damage related to the reported event. The unit returned very dusty. The unit was installed in the system where the video slice (vsl) board was installed in slot 1 where it was programmed successfully, with both images on the surgeon side console (ssc) present with clear images. The system was set to run 10 power cycles and sat idle for an hour. After testing, the error logs were investigated but no errors related to the original complaint were identified. The complaint was confirmed based on failure analysis. While the issue was not replicated during failure analysis, the error identified in the system logs point to an issue with the vsl board. This issue may be resolved by fse service to replace the part.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found error 45314 in system logs and replaced the video slice (vsl) board. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the vsl.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one surgeon side console's (ssc) right eye turned blue on the screen during procedure. The surgeon changes to ssc2 to continue procedure. Technical support engineer (tse) guided customer to power cycle the system, but customer was not able to power cycle the system at the time of the call. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed when issue was identified. The system functionality was checked upon powering on the system and the system initially powered on without errors. Dvstat contacted for troubleshooting and full troubleshooting was completed. Surgeon changed to ssc2 to continue procedure with no patient injury.